Event description:
The core impaction drill was sent in for service. During evaluation at the manufacturer the core impaction drill it was reported that the device heated up. There was no patient involvement or adverse consequences reported with this event.

Manufacturer narrative:
Upon disassembly for visual inspection the motor flex was damaged and the driveshaft bearing was broken.